Manufacturer narrative:
Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4). Mainframe 8253402 nim response 3.0 serial number: (B)(4). Analysis of the mainframe found that the customer issue could not be duplicated. The device came with no fault found. The device was cleaned, tested and passed all manufacturing specifications. Patient interface 8253410 response 3.0 serial number: (B)(4). Analysis of the interface found the device had broken connector pins, a missing clip, missing fuses and torn fuse labels. The device was dissembled, cleaned and the cable was replaced. The device was tested and passed all manufacturing specifications. Mainframe 8253402 nim response 3.0 serial number: (B)(4). Patient interface 8253410 response 3.0 serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a distributor reported that the mainframe and interface were emitting a loud noise during the procedure. This prevented the surgeon from working, therefore they tried switching the devices. The surgeon tried to change the interface, but that did not resolve the noise. The surgeon did not think the problem was the muting probe or the interface. There was no patient injury.